Event description:
Reportedly, several attempts were made to implant the ventricular vega r58, in different positions. The ventricular threshold was every time measured above 8v for this pacing-dependant patient. Finally, a competitor lead was chosen with good final parameters

Manufacturer narrative:
Analysis synthesis: analysis of the returned lead indicated that electrical testing detected an abnormally low insulation impedance value on the proximal section of the lead. The dismounting of the connector revealed the presence of a cut on the inner polyurethane (pu) tube located at 3.7 cm from the connector pin. Preventive actions are currently under implementation to mitigate the risk of recurrence of such issues. It should be noted that the subject lead was manufactured and released prior to the implementation of these actions. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, several attempts were made to implant the ventricular vega r58, in different positions. The ventricular threshold was every time measured above 8v for this pacing-dependant patient. Finally, a competitor lead was chosen with good final parameters